Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting a lead into the atrial header port. The physician used mineral oil and was able to insert the lead. The device was successfully implanted.